Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging skin irritation around the nose and face while using the device. Medical intervention was not specified. The device was returned to the manufacturer's quality product investigation laboratory for further investigation, in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. An internal investigation was performed on the device. The device was visually inspected, and the manufacturer confirmed the device had no evidence of foam degradation. The device's error log was reviewed, and the manufacturer confirmed the following error codes which are noted in related ra 313372932 : secondary finding: e53- pca non-specific, e4, e130, e200- pca (clearable/upgradable), error# 4 ,04/14/2022, 06:09:49 pm, error# 53 ,03/29/2022, 07:15:02 am, error# 53 ,02/26/2022, 02:48:41 am, error# 130 ,10/12/2021, 01:56:55 am, error# 53 ,09/22/2021, 05:35:54 am, error# 53 ,06/18/2021, 02:14:33 am, error# 53 ,04/08/2021, 11:30:25 pm, error# 200 ,01/09/2021, 03:27:29 am, error# 53 ,01/09/2021, 03:27:29 am, error# 53 ,01/09/2021, 03:27:21 am, error# 53 ,03/13/2020, 07:17:57 am. The unit was scrapped due to multiple e53 error codes. The manufacturer believes they will be unable to gather additional information due to an incorrect phone number. An email address was not provided. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. This issue is addressed in fsca 11651-21.